Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the printed circuit (g1) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a faulty printed circuit board causing the issue. The following non-reportable malfunctions were found during the device evaluation: the power switch bracket was broken and the screws were corroded. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor had power shutting off automatically during the procedure. The issue was found during the diagnostic laryngoscopy procedure and was completed with a similar device with no delay. There were no reports of patient harm.